Event description:
It was reported to covidien on 09/16/2009 that a customer had an issue with a hemodialysis catheter. The customer reports a hole developed in the silicone extensions of the catheter, leading to the catheter being pulled and replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.